Event description:
It was reported that there was leaking from the front case. No additional information.

Manufacturer narrative:
Corrected data: event date updated. No patient involved. Occurred during pm.

Event description:
It was reported that there was leaking from the front case. No patient involved. Occurred during pm.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date e4, h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked front cover and tank cover, an outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The device leaked from inside through the bottom of the front cover. The root cause of the report issue was found to be the seal between the pumps silicone tube and the water reservoir was broken. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received via email 15-apr-2022. Event date updated. No patient involved. Occurred during preventive maintenance (pm).